Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not suspend insulin delivery when the customer experienced a severe low blood glucose (bg value not provided). Cause of initial low bg was not provided. Customer suspended insulin delivery and went to the emergency room. Customer confirmed the basal iq feature was turned on. According to pump data, later that evening, the customer had resumed insulin therapy as it showed a bolus was delivered. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.